Manufacturer narrative:
(B)(4).

Event description:
See manufacture report # 3004209178201102466. The patient experienced a shocking or jolting sensation following exposure from a security gate (B)(6). The device was on during exposure. Additional information has been requested.